Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte 2.5x24mm drug eluting stent to the 95% stenosed lesion located in the highly calcified circumflex (cx) artery. Upon retrieval of the stent, it was noted that the stent struts were deformed. The procedure was completed successfully with another taxus liberte stent, same size. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.